Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power button sticking due to faulty switch harness causing on-off problem. In regard to the other identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited power button sticking, faulty switch harness causing on-off problem, broken screw stuck inside, and debris inside the socket and pump unit air tubing. There was no patient involvement.